Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging the ipg. The patient was doing fine after the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to difficulty charging the ipg. The patient was doing fine after the procedure.

Manufacturer narrative:
The complaint regarding the difficulty charging ipg was not verified. Battery depletion rate and sleep current rate of the device were within the expected ranges. The device exhibits normal device characteristics. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed.